Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted due to a product performance issue. This device was successfully replaced with another model. No additional adverse patient effects were reported outside the revision procedure. This product has not been returned.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.